Manufacturer narrative:
The device was returned fully deployed with no damage to the soft cannula. Fluid was observed exiting the tip of the soft cannula during the investigation. No problems were found that could cause high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 23.5 mmol/l (423 mg/dl) while wearing the pod between 24 and 36 hours on the arm. Multiple correction boluses were administered, but the patient's bg levels continued to rise. To further treat the patient's elevated bg levels, a new pod was applied and a manual injection of insulin was delivered with an insulin pen. When the pod was removed, it was noted that the cannula appeared "bent in two".